Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal surgery, while preparing to cut/divide the rectum, the device was unable to be fired, handle could not be squeezed, and the staple/magazine was unable to be unloaded from the gun. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Poor coating was observed in the instrument outer tube. Degradation was observed in the blue button material. Heavy marks were observed in the firing rod, as if the single used loading unit was brutally loaded. The sulu was difficult to unload from the instrument, confirming pmv findings. The blue button was activated and it broke easily. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Our instructions for use warn against the action that was taken. Replication of the observed damage may occur if the device is mishandled or altered. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.